Manufacturer narrative:
Product ID: mc1vr01-delsys, fdp: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the patient experienced perforation and tamponade. The leadless implantable pulse generator (ipg) device was repositioned to a more proximal septal position and contrast confirmed at least two tines were confirmed to be attached to the heart tissue. At about this time the circulating nurse stated verbally that the patient appeared non- responsive. The device measurements appeared acceptable, so the device was deployed, and the delivery system was removed. Cardiopulmonary resuscitation (CPR) was started on the patient. Echo confirmed fluid in the pericardial space and pericardiocentesis was performed. CPR was continued for more than 20 minutes, but there was no measurable pulse or blood pressure when CPR was halted. The patient was stated to be in pulseless electrical activity (pea) and expired on the procedure table. The leadless device remains in the patient.